Manufacturer narrative:
(B)(4). Investigation is still in progress.

Event description:
Description of event according to initial reporter: they deployed the filter exactly how it should have been deployed. The arm that releases the filter hook caught the patient's ivc. The physician was able to detach the arm form the patient's ivc without harm to the patient. The filter placement was good. Patient outcome: no harm to the patient.

Manufacturer narrative:
(B)(4). Summary of investigational findings: investigation is based on the returned device and the event description. The introducer was returned and during investigation no damage was noted and the grasping hook moved freely and worked as intended. No imaging was provided to assist the investigation, why the exact reason for the grasping hook to catch the patient's ivc cannot be determined. It is noted the hook was released without harm to the patient. No evidence to suggest that this device was not manufactured according to specifications and nothing indicates that it did not perform as intended. Cook medical will continue to monitor for similar events.

Event description:
Description of event according to initial reporter: they deployed the filter exactly how it should have been deployed. The arm that releases the filter hook caught the patient's ivc. The physician was able to detach the arm form the patient's ivc without harm to the patient. The filter placement was good. Patient outcome: no harm to the patient.